Event description:
It was reported by the customer that the doctor was holding the handpiece and he received a burn on his hand that blistered. The burn was reported as a temporary burn and that it healed within a week. It was also reported that the doctor was not treated with any prescription medication as a result of the event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech was unable to duplicate the reported event. The handpiece was cleaned, lubed, adjusted and returned to the customer.